Event description:
It was reported that shortly after intubating a size 6 cfs, cuffless tracheostomy tube, patient experienced discomfort and tracheal bleeding. The device was removed approximately twenty-four hours after insertion and replaced with a second 6 cfs device with no further problems reported. Visual examination prior to and after removal of the 6 cfs device did not reveal any obvious abnormalities. There was one patient involved with no reported patient compromise. The 6 cfs device was returned to the manufacturer for identification, decontamination, analysis and investigation on 09/08/1997.